Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed (through the history log) but did not reproduce the system error 105. The device was operating out of specification. Evaluation found a damaged connector on the I/o printed circuit board. The damaged connector caused an intermittent connection and likely contributed to the reported symptom. The failed input/output printed circuit board was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. Any patient involvement, injury or medical intervention is unknown.